Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. The CT scan demonstrated the aortic cuff had separated from the bifurcated stent graft that had migrated. The migration was due to the severe angulation of the aortic neck. The physician elected to implant three medtronic aortic cuffs. No additional clinical sequelae were reported and the patient is fine.